Event description:
The 10 x 15/17 staple closed prior to reaching bicortial and therefore after tamping a portion on the back wall blew out. A k-wire was used in addition to the staple and it closed. Sales rep indicated that the surgeon may have over-cut and lost the apex and cut through the bone or the wrong staple size was used.

Manufacturer narrative:
Staple not returned to be evaluated as it was left in the pt. No conclusion can be drawn. A retrospective review of all reverto complaints was conducted to ensure accuracy of the MDR decision.